Event description:
Caller reported a potential false negative troponin I (tni) result on triage cardiac panel test vs. Dimension. Customer was interested in using triage as a back up for their dimension troponin test. Customer did a correlation and found negative results on triage vs. Dimension. Two of the troponin values gave results above the reference range on the dimension and below the reference range for triage.

Manufacturer narrative:
Investigation pending.